Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2016. Date of issue is an approximation. The patient started to experience a skin reaction after the sensor was inserted and removed the sensor the same day. Upon removal of the sensor, the skin had red cysts under the adhesive patch area. The affected area was treated with eucrisa 2% ointment that the patient's allergist prescribed on (B)(6) 2016. Additionally, the endocrinologist prescribed flonase to be used to prevent future skin reactions. At the time of contact, the patient was in good condition. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.